Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was 700 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization and was in the hospital for 5 days. The device was removed at the time of hospitalization. The customer was having issues with no delivery alarms prior to hospitalization. The customer's trainer cited a bad lot of infusion sets were the reason for the occlusion. Troubleshooting was declined. The insulin pump will not be returned for analysis.